Event description:
Tech alleged the head section could not be lowered.

Manufacturer narrative:
Tech found that the head gas springs were frozen. He replaced the gas springs and this resolved the issue.